Event description:
The hemostar was placed 2006. A year later an exchange was completed because a hole was noted in the extension leg.

Manufacturer narrative:
The complaint was confirmed. A leak was found in the venous extension leg near the blue luer adapter. It appears that the extension leg tubing was damaged from within. Impressions that appear to be from a guidewire were visible within the inner lumen wall. It is possible that the extension leg was clamped over a guidewire, but the exact cause of the damage is unknown. This is one of four similar complaints which have been reported from this facility.